Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the up and down button's were under responsive on the keypad. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03-aug-2018 with the following findings: the keypad buttons were all responsive. No contamination was found on the button contacts. Unrelated to the initial allegation, there was moisture corrosion found on the internal components of the pump. The battery compartment was found to be cracked.